Event description:
It was reported that during a regular check, this implantable pacemaker exhibited high pacing thresholds and low within range pacing impedance measurements on the right ventricular channel. A possible current leak was suspected but this was not definitely confirmed. It was decided to explant and replace the device. This device is not expected to be returned. No additional adverse patient effects were reported.